Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "door not fully latched" alarm was confirmed and observed at power-up of the device during eval, but was not reproduced. The alarm was found to be caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
During baxter's functionality testing, it was found that a spectrum pump had a "door not fully latched" alarm. There was no pt involvement.